Event description:
The doctor reported that he had difficulty introducing the catheter through a 6fr terumo and had greater difficulties retrieving it. He said the fit between the introducers and catheters is always difficult, though it was not like that before this year.